Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: the complaint could not be confirmed. The clip was still attached to the drive wire, but already in the deployed position, therefore the clip was closed and could not be reopened. The device was visually evaluated under magnification and no anomalies were found. The handle was manipulated to fully deploy the device, while also applying a light force to the tip, similar to endoscopic maneuvering and the clip deployed. The device was advanced into a pentax colonoscope (2.8 mm channel) in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst-case position. In this endoscope position, the drive wire extended and retracted as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy procedure, the physician used a cook instinct plus endoscopic clipping device. After clipping onto the lesion, the clip would not fully deploy off the wire. They pulled it back out through the scope. The procedure was successfully completed with another instinct plus clip. The additional information indicates that the difficulty occurred when the clip closed onto/attached to the target site [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.